Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was not working. A field service engineer (fse) found biometric identifier (bio ID) tests good in hardware test application (hta) but in medapp passwords were required. The fse asked the case owner in support to check on all configurations to detect this issue. The good faith attempts were made to obtain additional information. No responses were received from the field service engineer (fse) or the fse manager. Additional information will be added to the record if and when it is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fingerprint scanner was not working and got biometric identification required maintenance error. User cleaned the scanner and rebooted the station and tried to scan the fingerprint but then it timed out as the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.